Event description:
Reporter indicated the vns device was explanted due to infection. Further investigation revealed an infection developed several months after implant at the generator site. The doctor did not determine a cause of the infection, although he indicated it may have been caused by "some sort of stress or trauma postimplant". The patient is currently being treated with antibiotics and reimplant is planned.

Manufacturer narrative:
Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.